Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50*56 mm size abdominal aortic aneurysm. An endurant ii bifurcation etbf2813c145ej and two endurant limbs, etlw1613c156ej and etlw1613c93ej, were implanted in the patient during the index procedure. Touch up of the proximal neck was performed after deployment of the endurant ii bifurcation. Touch up was also performed after the endurant limbs were deployed on the ipsilateral and distal sides. It was reported that a type ia endoleak was observed on the final angiogram. It was reported that the endurant ii bifurcation was implanted just below the right renal artery but the proximal graft withdrew by 1 cm from the renal artery after deployment. The physician reported the cause of the endoleak was due to the withdrawal of the endurant ii bifurcation. This may have been related to touch up of the reverse tapered neck being performed near the reverse tapered neck using a reliant balloon without additional limb on both sides and so no additional device to hold the device in place; this possibly caused the device to withdraw distally. Additionally it may have been related to poor vessel anatomy and the associated with attachment of the suprarenal stent. It was decided to treat the endoleak by implanting an additional device ¿ an endurant aortic extension etcf2828c49ej. An angiogram of the proximal site confirmed the endoleak was resolved following implantation of the endurant aortic extension. There was no issue with flow in the right renal artery, but the physician decided to implant an additional stent into the right renal artery as a preventive measure. A final angiogram in the proximal site confirmed no issue with blood flow in the right artery and the type ia endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.